Event description:
According to the reporter, pre-operatively, after assembling the handle with the shell, the scrub tech attached the adapter. The screen lighted up green in both the handle and adapter lane. The screen showed 50 uses remaining on the adapter. After waiting for the motor calibration, the scrub tech appropriately fixated reload on the adapter. The reload was not recognized and the screen did not change. The scrub tech unloaded and reloaded with a second reload with same result. A new standard adapter was used with the exact same reload, shell and handle. There was no patient involvement. Medtronic's initial evaluation of the incident found that the proximal flex cable was found to be partially discontinuous.

Manufacturer narrative:
D10: concomitant product: unknown egia su - unknown endo gia sulu, lot# unknown sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no external physical damage on the adapter. Functionally, the unload switch was depressed multiple times and showed no hang ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 50 of 50 procedures remaining and was connected to a representative handle running v29.1 software and the device calibrated correctly. A representative reload was attached to the adapter but was not recognized. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: a reload was inserted into the adapter and it was not recognized. The adapter was taken apart and the proximal flex cable was found to be partially discontinuous. The most likely cause for these additional conditions is a defective flex cable. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.